Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: due to no photo or sample being received, the customer's complaint of disconnect could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample received for investigation.

Event description:
It was reported that 3 gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material no: 11532269, batch no: unknown. Rn report the tubing got disconnected from the filter connection. Patient told the rn ¿it just came off¿ with not clear evidence on what happened. This is the second time it happened within a month period with two different rn¿s and the same location disconnect. This is the first stop right at the filter connection.